Event description:
Experiencing intermittent discrepant sodium results for approximately one month. The following example was provided, initial result 132 mmol/l, same sample repeated multiple times gave results of 142, 132, 132, 142, 141 mmol/l. Initial result was not reported. The field service representative was unable to determine a cause for the discrepancy.